Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a comprehensive shoulder arthroplasty on (B)(4) 2013. During the procedure, a plastic peg fractured off the glenoid trial. It is unknown if the patient retained any foreign bodies.